Manufacturer narrative:
Continuation of d10: product ID 97745ac. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. . The reason for call was patient stated the controller was no longer charging. Patient clarified the green light was on the ac power supply, but when they plugged controller in, the controller wouldn't charge. Patient said controller would charge implant fine. Patient inspected controller port and ac power cord, but did not see any damage. Patient tried plugging controller in to ac power without li battery, but the screen wouldn't turn on, so patient put aa batteries in and the screen turned on. The issue was not resolved. An email was sent to the repair department to replace the ac power supply.